Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during the third inflation at 10 atmospheres, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post procedure.